Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had to press a button more than once before it takes action. The insulin pump squirted insulin while priming. The insulin pump made grinding noises. The insulin pump alarmed no delivery while priming and it was not fixed by changing out the infusion set. The rewind was slower than in the past. Customer's blood glucose level was not reported. The device was not returned.